Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 419388 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had premature battery depletion. It was noted that t he left ventricular (lv) lead output was slightly high and the battery lasted less than four years. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.